Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has passed away from lung cancer after using the device for several years. The reporter states "nobody has contacted us to advise there was a problem with this machine and apparently it has been going on since 2021." They do not require a replacement device and are looking to "receive compensation." No medical intervention was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.